Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2021-00802; reported manufacturer number: 2017865-2021-00804; reported manufacturer number: 2017865-2021-00805. It was reported the patient presented with pus draining from the pocket and a pocket infection. Their implantable cardioverter defibrillator, right ventricular, left ventricular, and atrial lead were explanted. The patient was in stable condition.